Event description:
Information received indicated when the emergency trendelenburg function was activated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
The hill-rom technician found that the emergency trend valve had a loose seal. He replaced the emergency trend valve and the bed functioned to specifications.